Event description:
It was reported on (B)(6) 2026 that the patient¿s three infusion sets did not stick.

Manufacturer narrative:
MDR 3003442380-2026-46408 / initial 2 of 3. E1: (B)(6). Country: united states of america. Street: (B)(6).line 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.